Event description:
It was reported that the patient's wife reported the patient died of a heart attack. The relatedness of the death to the device system was reported as "unknown". The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.